Manufacturer narrative:
A ge svc rep performed an on site investigation. The svc rep could not duplicate the problem. The customer will replace the monitor on their own.

Event description:
It was reported that the 2600 sys intermittently the fluoro image was dark while the customer was testing the unit. No pt was involved.